Event description:
The dentist reported that after the dental implant was placed in the patient bone, it was verified non-osseointegration. The implant was placed in region of tooth #11. Immediate load was not performed.